Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged belt connector/ code 204) has been confirmed. As received, the trunk cable connector was damaged. Upon evaluation, the white (drvn_gnd) and the red (can h) wires were open in the trunk cable connector. The cause of the code 204 is the open wires. The cause of the open wires is the damage to the trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt connector. The patient was issued a replacement electrode belt.

Event description:
A (B)(6) year old female patient's husband contacted zoll customer support to report a damaged electrode belt connector in addition to service code 204. The patient was issued a replacement electrode belt.